Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated he has had ongoing pain. He has had difficulty walking. This is for pain after left knee revision.

Manufacturer narrative:
Concomitant medical products: tri press-fit stem 15x150mm, cat# 5566-s-015, lot# m8t36e; tri ts femur sz7 left, cat# 5512-f-701, lot# jihv; sterile fluted headless 1/8" pin 3.5" long, cat# 7650-2038a, lot# rdam185; triathlon total knee system offset adapter 6mm, cat# 5570-s-060, lot# 0033777l; tri press-fit stem 18x150mm, cat# 5566-s-018, lot# m9c54h; tri ts baseplate size 7, cat# 5521-b-700, lot# jxkj; simplex hv with gentamicin us 1 pack, cat# 6195-1-001, lot# 526ba881fw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: ¿documented physical therapy visits include his (B)(6) 2016 initial visit noting using a walker, pain and swelling, and a range of motion of 0° to 87°. At the visit on march 3, 2016 the range of motion was 0° to 101° and on (B)(6) 2016 it was reported ¿he played a little tennis¿. At his visit of (B)(6) 2016 he was ¿feeling good¿ and on (B)(6) 2016 his range of motion was 0° to 115°. At the visit of (B)(6) 2016 it was 0° to 103° with increased strength, and on (B)(6) 2016 it was noted, ¿knee feels stiff; 0° to 116°¿. At p.t. On (B)(6) 2016 it was noted, ¿gait without assistive device, 0° to 119°¿. There is no documented follow-up subsequent to this visit available. The patella appears to be intact. X-rays dated (B)(6) 2016 are an ap and lateral of the left knee demonstrating a long-stem cemented revision total knee arthroplasty with the proximal femoral stem not visualized. A thick poly insert is noted. The patella is unchanged and the knee is reduced and in nominal position. Inadequate cement technique in this large, active man resulted in apparent loosening at the cement/bone interface. Since cement is not glue, adhesion is related to creating a large surface area at the bone interface to maintain fixation. No prosthesis related factors are shown to be involved in the post revision reported pain. There is no evidence that factors of faulty component or cement design, manufacturing or materials were responsible for this clinical situation. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the reported event of pain was confirmed however, root cause could not be determined. The clinican concluded: "no prosthesis related factors are shown to be involved in the post revision reported pain. There is no evidence that factors of faulty component or cement design, manufacturing or materials were responsible for this clinical situation." CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient stated he has had ongoing pain. He has had difficulty walking. This is for pain after left knee revision.